Event description:
The lesion was the proximal left anterior descending. After the stenting procedure was completed, the physician deflated the balloon and began to withdraw the catheter. As he withdrew the catheter, a slight amount of resistance was felt. Finally it gave way, but at this point the physician noticed that the hub section was disengaged from the shaft of the catheter. The catheter was then retrieved by hand by pulling on the shaft. There was no sticking on the wire at all. There was no pt injury.